Manufacturer narrative:
Pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motion sensor test failure alarm or perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. No blank display or display anomaly noted. Pump had cracked reservoir tube lip, minor scratched display window and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error and motion sensor test failure during reset. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported a motor position encoder error. Customer had a high blood glucose of 16.0 mmol/l and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.